Event description:
Reporter indicated that device diagnostic testing on a system diagnostic test at a routine office visit resulted in high lead impedance reading, indicating possible lead fracture. Revision surgery is not likely due to the pt doing well with stimualtion turned off. No serious injury was reported.

Manufacturer narrative:
Conclusions: device failure suspected but did not cause or contribute to a death or serious injury.